Event description:
It was reported that the device was not implanted due to back up vvi mode during the first interrogation before the implantation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The device was returned in its original packaging and was confirmed to be in backup vvi mode. The reset was due to a parity error. The device was placed in a temperature chamber and a parity error occurred and the device went into backup vvi mode.